Event description:
My health has been declining since I had allergan saline textured implants on date above, long list of symptoms of bii. Chronic migraines, chronic fatigue, brain fog, anxiety, depression, mood swings, hair loss, skin rash, hives, itching all over, breast pain, hypothyroidism, joint pain, tingling in arms and extremities, intolerance to cold, sinus problems, ibs, acid reflux, light sensitivity, dry red eyes, dry mouth, bloating. FDA safety report ID# (B)(4).